Manufacturer narrative:
(B)(4). Title: aortic valve cusp shearing and migration into the left main coronary artery during transcatheter aortic valve implantation authors: hadi daood toeg, ms, md, marino labinaz, md, chris hudson, md, and marc ruel, md, mph citation: canadian journal of cardiology 28 (2012) 611.e1¿ 611.e3 (http://dx.doi.org/10.1016/j.cjca.2012.03.006) the date of publish was used for the event date.

Event description:
Medtronic received information that (B)(6) male patient with a history of severe aortic stenosis underwent a procedure to implant a 29 mm transcatheter bioprosthetic valve (serial not reported). During the procedure the patient became hypotensive and developed ventricular fibrillation. Coronary angiography revealed complete occlusion of the left main coronary artery (lmca). A left main balloon angioplasty was performed several times, as well as a thrombectomy with no improvement in coronary blood flow. A drug-eluting stent was placed in the lmca which provided revascularization. Echocardiography demonstrated ventricular displacement of the prosthesis with severe paravalvular aortic regurgitation as the valve was undersized for the annulus. Via aortotomy the bioprosthetic valve was explanted and a torn leaflet removed. Histologic examination confirmed the leaflet to be a fibrotic and calcified portion of the left coronary cusp. A new non-medtronic bioprosthetic valve was successfully implanted. Postoperative transthoracic echocardiography demonstrated no aortic insufficiency and normal left ventricular systolic function. At 18-month follow-up the patient was stable with no neurologic deficit. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.